Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 around 12:30pm, the patient's mother was at work and received a call from the school nurse. The nurse informed the parent that the pediatric patient briefly passed out. Prior to lunch time, the patient went to the school nurse to have his blood glucose (bg) taken as this is normal routine for the patient before lunch. While with the nurse, the patient passed out. During this time, the cgm had a sensor error so the nurse checked a manual blood glucose fingerstick. The bg value was not reported. The nurse provided the patient orange juice and the patient returned to classroom minutes after the event. When the patient got home from school, the cgm was still showing a sensor error and the mother replaced the sensor and transmitter. At the time of the report, the patient was in good condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.